Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the upper and lower case halves were broken. It was also noted that the battery release and battery drawer were contaminated, both bail covers and ring cover were broken, the lead flex cover was broken and corroded, one printed circuit board flex was creased, the battery contacts were compressed, both bails, battery drawer o-ring and ring were missing, the serial number label was torn and the output flex and both output connector latches were broken.

Event description:
It was reported that the device had physical damage, a case was broken and there was a hole in the unit. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.